Event description:
.

Event description:
It was reported that at the completion of an implant of an implantable defibrillator (ICD), the hospital experienced a massive power surge, intermittent power outage and possible backup power being employed. It was then reported that during the power surge, the patient received two shocks for no known reason; the electrogram from the ICD was consistent with noise; the implantable system was fully evaluated including opening the ICD pocket. It was reported that the physician elected to remove and replace the ICD system (device and lead). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Performance data collected from the device was reviewed and revealed interference/noise. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the device was reviewed and revealed interference/noise. High v-sic (short interval count) was observed with 90 counts on the lifetime counter, all of these counts occurring on (B)(4) 2010, the day of implant. High sic can indicate the presence of noise or intermittency in the system. Oversensing was also indicated. Three short v-v sensed events of < 220 ms observed on (B)(4) 2010, the day of implant. (1 episode nst, 2 episodes vf). Device analysis revealed no anomalies. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the outer tubing overlay, the outer tubing overlay was breached cut, there was blood in/on the helix/lobe mechanism and there was apparent explant damage.